Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported the ins did not seem to be working and only seemed to work when they turned their head to the left and tucked it to their chin or chest. Otherwise the patient could not feel stimulation in their legs. It was reported that the pain in the patient¿s foot was getting worse. The patient was redirected to their health care professional. No further complications reported/anticipated.